Event description:
It was reported that one of the patient¿s device was explanted and replaced. The date or year was unknown but the patient believed it was on valentine¿s day. It was unknown why the device was replaced and removed. The patient needed an MRI for a brain study and this was unrelated to the device. No product problems, signs and symptoms, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2014-20586 for the patient¿s other implanted ins.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had appointments on (B)(6) 2014. No product problems or signs and symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. Product ID 3889-28, lot# v181446, implanted: 2008-(B)(6), product type lead. Product ID 3058, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator. Product ID 3095-10, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 3889-28, lot# v565966, implanted: 2010-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).